Event description:
On 03/31/2008 a user facility rep called in to cardinal hlth tech support to discuss an event that occurred at the user facility in 2007. The following description of the event and the condition of the pt was documented by the cardinal hlth tech support specialist. "Called to discuss an incident that happened with this unit on the same day, the vent was on a pt and was not working correctly, the vent was taken off of the pt and was sequestered and a medwatch form was filled out and he wanted to know if we were aware. Checked database and explained that we do not have any documentation to show we were notified of incident. Did report this case may involve litigation and the hosp attorneys were involved. According to report the pt was a drowning pt in ards with 4 chest tubes on this unit with the following settings: hz 4 delta p 75 map 32 100% fio2. The rt went into the room to find the vent on the following settings; hz 0.6 delta p 92 map 21 and fio2 knob on the blender set at 60%. Is unsure how long the settings on the unit had been changing or why the know on the blender had been changed. The pt was experiencing episodes of desaturations and he was switched to another device and the o2 saturations came up, the pt did expire at a later time." The following info concerning the eval of the device by the user facility was documented by a cardinal hlth tech support specialist in response to a phone conversation with a user facility rep. "Is a factory trained biomed for the 3100a/b and looked at the unit, he ran the unit overnight and could not duplicate any of the complaint. Later when he looked at the unit, he was only able to get the complaint of the map increase and delta p decreasing when he occluded the expiratory limb of the circuit, explained that would have to do with the auto-limit and why changes in the settings were noted. When he did the driver controller board calibrations, he did note that on his digital volt meter, when the hz read 5, on the ventilator itself, it read 3.7 and he was getting a range on the hz of 1.5 to 14.5, and he did know this was out of spec. Due to the nature of the issue, he did not troubleshoot any further. He wanted to know if the driver power module was a problem, told him not sure but could be."

Manufacturer narrative:
As of the date of this report there has been no response from the user facility. The user facility did not submit a user facility report to the MFR. The following info concerning the eval of the device is a summary of the info documented by the cardinal hlth field svc rep. "The cardinal hlth field svc rep evaluated the device and found the following; the bulkhead fittings were leaking, the contacts in the molex connector for the frequency meter were corroded (oxidized), and the pressure output of the pr8 regulator was not consistent. The root cause of the hz (frequency) reading dropped from 4 hz to 0.6 hz was the corrosion (oxidation) on the molex connector contacts. The actual hz (frequency) did not drop only the reading on the digital frequency meter changed. The cardinal hlth field svc rep tightened the bulkhead fittings to stop their leaking, replaced the pr8 regulator and ran the device through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion, the unit was returned to the user faculty's ready to be placed back into svc. No component or sys trend has been identified and this is considered to be an isolated incident."